Event description:
The harmonic ace would not cut, item was taken off the field and replaced with another device. Device was provided to the vendor for return.

Manufacturer narrative:
The following elements have blank data. Unique device identifier (UDI): for type of device: instrument, ultrasonic surgical.

Event description:
The harmonic ace wound not cut, item was taken off the field and replaced with another device. Device was provided to the vendor for return.